Event description:
It was reported that the patient was found down at the nursing home after having alarms. The patient received cardiopulmonary resuscitation and was intubated. The log files showed several low flow events on (B)(6) 2022, as well as several no external power/low power hazards that were caused by interrupted power to the mobile power unit (mpu). Related manufacturer reference report: 2916596-2022-12123.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient went into cardiac arrest secondary to anemia. The computed tomography (CT) and exam findings were consistent with anoxic brain injury. The patient passed away on (B)(6) 2022. A brain death exam was performed on (B)(6) 2022 and the time of death was determined to be 11:26 am. The death was reportedly not device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number:(B)(6), and the reported event as well as the subsequent patient outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022. Four low flow hazard alarms were captured on (B)(6) 2022. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. Heartmate 3 lvas, serial number: (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, "patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.